Event description:
It was reported that the pump emitted loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor pins were found to be partially dislodged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. The pump was able to be rewound, loaded and primed successfully. (B)(6). Correction number - 2531779-03/24/2010-003-r.